Event description:
Medtronic received a report that the middle of the rist catheter separated/ruptured during removal. The patient was undergoing treatment for pipeline implant. The patient's vessel tortuosity was moderate. The access vessel was the right radial artery. It was reported that the doctor felt resistance when pulling out the rist catheter. The doctor continued to pull and the catheter snapped with the short sheath intact. A blood pressure cuff was applied to the right arm. The doctor continued to try to dc the rist and the braid was unravelling from the inside of the catheter. The doctor was unable to administer vasodilators intravascularly at this time and chose to inject im. They decided to call vascular surgery to perform a brachial artery cutdown to remove the catheter out of the brachial artery. The doctor reported swelling, but the patient was expected to make a full recovery. There had been no friction or difficulty during delivery, but there was friction during injection. The catheter was not stuck inside the guide catheter, and there was vasospasm. The patient had high radial takeoff. The artery was small and clamped down on the catheter. The rist became stuck in the brachial artery upon removal and the doctor was no longer able to inject vasodilators through the catheter. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a rist catheter and an unknown sheath were returned for analysis within a shipping box and within a resealable biohazard bag. Visual inspection/damage location details: the rist catheter was returned separated but retained by inner elliptical wire and within unknown sheath. The rist catheter proximal separated segment total length was measured to be ~53.5cm and distal segment was measured to be ~6.9cm. Upon visual examination, no issues were found with the rist hub. The catheter body was found to be accordioned at ~12.6cm from distal separated end. Upon visual examination the distal tip was found to be separated and not returned. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken ends of the catheter exhibited with plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer's representative stating that angiography was used prior to the rist intro duction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.